Manufacturer narrative:
The ascendra+ system and accessories have not been qualified for valve retrieval. There are no instructions provided for this use scenario. Procedural and patient factors that could contribute to an issue such as this involve mitral valve entanglement or attempting valve withdrawal through the sheath. If an undeployed valve dislodges from the delivery balloon it will require percutaneous or surgical intervention to remove the valve from the patient. In this case, it was reported that the delivery system/crimped xt valve was excessively pulled when attempting to retrieve it through the ascendra sheath, which likely caused the xt valve dislodgement. There was no allegation or indication that the event was related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our japan affiliate, the 26mm sapien xt valve came off from an ascendra+ delivery system and dropped into the left ventricular (lv) during a transapical tavr procedure. When the delivery system was inserted and attempted to cross the native valve, resistance was encountered. The delivery system was excessively pulled when attempting to pull it back into the ascendra sheath, and the xt valve dropped into the lv. The xt valve was pushed through the native valve with the nosecone of the delivery system and moved to the ascending aorta. A second 26mm sapien xt valve was implanted in the native aortic valve level without incident. The first xt valve was moved to the descending aorta while implanting the second xt valve. A snare catheter was inserted via the femoral artery and an extra stiff wire which was inserted by the apex was pulled through. The first xt valve was moved to beneath the renal artery and inflated by pta balloon. It was unable to fully inflate the first xt valve but aortography did not show delay in blood flow and also no pressure gradient was observed between the first xt valve; therefore, it was determined that no further inflation was required. The patient left the operating room under stable condition.